Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported : ''the intramedullary nail was inserted more than 30 years ago and the patient had spent decades since the nail was extracted. The patient had fractured again and the medullary cavity was osteosclerotic, so reaming was started at 6.0 mm with a reamer also prepared for the humerus, although the site was the femur. At the reaming point of 7.5mm, the reamer became very hard and after reaming for a long time, the reamer broke at about 10cm in front of the tip. The tip remaining in the medullary cavity was pulled out with pliers and reamed again with a reamer for the femur.''

Event description:
As reported : ''the intramedullary nail was inserted more than 30 years ago and the patient had spent decades since the nail was extracted. The patient had fractured again and the medullary cavity was osteosclerotic, so reaming was started at 6.0 mm with a reamer also prepared for the humerus, although the site was the femur. At the reaming point of 7.5mm, the reamer became very hard and after reaming for a long time, the reamer broke at about 10cm in front of the tip. The tip remaining in the medullary cavity was pulled out with pliers and reamed again with a reamer for the femur.''

Manufacturer narrative:
Correction - please refer to h6 component code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: in the received reamer, the spiral side was found to be detached from the point where it is welded to the adapter. Just around that point, the spiral was also found to be slightly unwound. The same area shows severe scratches and scuff marks. The breakage point shows signs of a ductile breakage evident by plastic deformation of the edges. Moreover, the cutting edge of the reamer appeared to be slightly blunt. These signs apparently indicate towards a resistance in free movement of the drill ultimately leading to breakage due to torsional overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. There were signs of torsional overload which was applied on the reamer during use. Most likely due to an improper canal preparation, the reamer got stuck causing additional load on the adapter side. The operative technique recommends the user to ream the canal in 0.5mm increments until cortical contact is appreciated. Point to note: the reamer was found to be broken from the adapter side opposed to the tip as stated in the event description. If any further information is provided, the complaint report will be updated.